Event description:
A distributor reported receiving an error 3 message on their freestyle meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.